Event description:
It was reported that a flo-gard IV administration set contained brown precipitate in the fluid of the drug chamber. This occurred during patient use. The device was administering a 5% glucose solution. There was patient involvement. There is no report of medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the sample at the time of the event and the actual sample were received for evaluation. Visual inspection of the actual sample revealed no issues; however, a visual inspection of the photograph noted brown precipitate in the chamber. The reported problem was verified through the evaluation of the photograph. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.